Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 14, 2023.

Manufacturer narrative:
This report is submitted on february 10, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2023 due to extrusion of the implant exposing the receiver/stimulator. Reimplantation is planned but has not taken place as of the date of this report.